Manufacturer narrative:
H4: the lot was manufactured october 2, 2022 - october 3, 2022. H10: the actual device and one photograph was received for evaluation. Visual inspections with the naked eye and with magnification were performed which did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issues were observed in the connector or cap areas. A visual inspection of the photograph was performed and no issue was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a particle contamination. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.